Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient with an unexpected outcome due to being treated with a wrong axis. The patient is scheduled for an enhancement. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Customer reported refraction to be treated was 0.00-1.00x80, however, refraction put into laser was 0.00-1.00x170 because surgeon thought this was what the laser was going to treat it in. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. A review of the treatment report confirmed the treatment for left eye was performed with the refraction 0.00-1.00x170. The root cause is user error. The manufacturer internal reference number is: (B)(4).